Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility by baxter field service engineer.

Event description:
A fail code 570. Information was not provided regarding whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump since the last baxter service event.